Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated loss of rv sensing. X-ray images revealed the lead had dislodged. Subsequently, the lead was explanted and replaced. No patient symptoms were reported.